Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from marti-nez-galdamez m, romance a, vega p, et al. Pipeline endovascular device for the treatment of intracranial aneurysms at the level of the circle of willis and beyond: multicenter experience. J neurointervent surg. Doi: 10.1136/ neurintsurg-2014-011355. A total of 25 patients (15 women and 10 men) with anterior circulation aneurysms were treated with a pipeline embolization device (ped) at the level of the circle of willis and beyond. All patients were pre-medicated with double anti-platelet therapy (aspirin and clopidogrel / one patient received ticagrelor). The peds were deployed through a marksman microcatheter using a tri-axial guide catheter system in all cases. All devices were placed properly, without technical difficulties. There were no aneurysm ruptures, parenchymal hemorrhages, or device migrations during the follow up. Case# 20: a patient in his/her early (B)(6)¿s with a small unruptured saccular aneurysm measuring 6mm located in the right a1-a2 presented with headaches and was treated with one ped (3mm x 20mm) on an unspecified date. During the procedure, it was reported a slow opacification of the inferior trunk of the middle cerebral artery (mca) was covered by the ped and was resolved with an intra-arterial bolus (5 mg) of reopro. 2 days post procedure, the patient had a minor perforator territory ischemia resulting in left hemiparesis. The ischemia resolved a day later.